Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided.

Event description:
The customer reported a leak when infusing an unspecified IV solution. The ICU rn reported that the leak was noted at the "bottom of the device" presuming the customer was referencing the lower fitment of the silicone segment. There was no indication of patient harm.

Event description:
The customer reported a leak when infusing an unspecified IV solution. The ICU rn reported that the leak was noted at the "bottom of the device" presuming the customer was referencing the lower fitment of the silicone segment. There was no indication of patient harm.

Manufacturer narrative:
Report source: intensive care unit. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.